Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: guide wire: fielder, rinato, inflation: medtronic, guide cath: mach 1 6fr fl3.5. The device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the proximal/mid mildly calcified left anterior descending artery, while performing a kissing balloon technique, a fielder guide wire was advanced and crossed the proximal lesion. Dilatation was performed at 14 atmospheres using a 2.5x12 nc trek balloon. A non-abbott guide wire was advanced and crossed the mid lesion. Dilatation to the side branch was performed using a 2.0x15 non-abbott balloon. After the 2.5x12 nc trek catheter was withdrawn from the anatomy, the physician experienced resistance disconnecting the non-abbott inflation device from the nc trek hub and the use of forceps was necessary without applying force. As the physician was wiping down the nc trek with gauze, the hub separated. The procedure was completed using a 2.5x10 non-abbott dilatation catheter with the same inflation device. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.